Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached nearly 900 mg/dl while wearing the pod; patient believed the pod expired and she did not replace the device. Patient's spouse called an ambulance and patient was taken to hospital and admitted. The pod was removed and patient was treated with manual injections of insulin; a blood transfusion was also performed as necessary. Patient reported having fatigue when this medical event occurred and was incoherent at the time; additional attempts to gather other event details from spouse were not successful. Patient also reported being brittle, as well as having lupus and auto immune disease.